Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following her treatment. When she opened the cassette door, fluid leaked out. She was advised to discontinue using the cycler and to contact her pd nurse. She retained the set and is making it available for evaluation. During f/u the pd nurse reported that her effluent remained clear. She did not have signs of infection. She was not treated with any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.